Event description:
The patient called lifescan and alleged that the meter was prompting an error 1 message. The patient stated that they were unable to test on their meter. They did however report a result of 129 mg/dl. They also reported a result on their physician's meter of 399mg/dl. They were experiencing symptoms of dry mouth and frequent urination at the time of the concern. The patient stated that they took insulin after use/attempted use of the meter and that the physician treated them with insulin. The patient stated that they were using the correct technique and that the meter was cleaned correctly. The issue was not resolved with troubleshooting. A replacement meter is being sent.